Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a semi-open pneumonectomy, the staples were formed in lumbricoid shape in the middle of the staple line with the 1st cartridge. The same event occurred at the distal end of the staple line with the 2nd cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.